Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would fall off the tissue or would fall out of the applier. A grasper was used to remove the fallen clips from the patient. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The sales representative discussed the incident with the hospital and offered any support that may be needed; to include inservicing. The account expressed no need for support at this time as this product is still being utilized and no further issues have been encountered. The instrument was received with the jaws misaligned. Upon firing of the device, six scissor clips were fed and then, the device locked out as intended. It is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation." Please note that the found condition of the jaws is unrelated with the event reported. No dropping or ejecting clips were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.